Manufacturer narrative:
A ge rep evaluated the system and replaced a relay. System operates as intended.

Event description:
Customer reported the system vertical lift would not move up and down. No pt injury was reported.